Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "product stapling failed, and did not trigger the clip when fired", did the device deliver a cut line? If yes, was the cut line complete? If yes, were staples seen in the surgical field? If yes, what was the shape of the staples (b-formation, irregular, unformed)?

Event description:
It was reported that during a rectosigmoidectomy, the doctor states that the product stapling failed, and did not trigger the clip when fired. The procedure was completed with a same like product.

Manufacturer narrative:
(B)(4). Batch # n55a95. Device evaluation: the analysis results found that the cdh29a device arrived with (B)(4) present the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.